Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out of d10. Also correcting h6 component code. The device was not returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. The customer confirmed lubricant was used with the scope to ease the guiding of the scope inside the patient. Through past investigations the cause of the reportable malfunction was found to be caused by one of the following: the cover was attached insufficiently and/or due to adhesion of chemicals such as anti-fog agent, the cover was broken. Based on the results of this investigation, the root cause could not be specified. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
There are two devices associated with this event. These devices are captured in medwatches with patient identifiers (B)(6) (tjf-q190v) and (B)(6) (maj-2315). This medwatch is for the patient identifier (B)(6). Due diligence was performed for this event with response received from the customer. Patient information will not be provided by the customer. The device is not available, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, after a endoscopic retrograde cholangiopancreatography (ercp) procedure was completed as planned, and the patient was in the recovery room, the patient spat out the distal cover that was used in the procedure with the device. The patient did not experience any discomfort or any harm due to this, and the current status of the patient is fine. Customer did not know specific details of this procedure. However in general, for ercp procedures at the facility, the device inspection is performed before and after attaching the distal cover. Lubricant is used with the device to ease the guiding of the device inside the patient. No information on any other material that may have been used was provided. The medical staff associated with the procedure is very experienced in using the devices for such procedures. There are two devices associated with this event: the scope and the distal cover. The device has not been serviced by a third party.